Event description:
The valves were implanted in 2001. In 01/2004, the facility's nurse/or buyer informed the MFR's (mfrs) rep of the following; the physician believes that the valves were leaking in the area where the tubing connects to the valves. As a result both valves were explanted/replaced two days earlier leaving the existing tubing in place. No further info was provided at this time.